Event description:
It was reported that the absolute pro stent could not cross to the lesion, due to the iliac curvature at an acute angle. The device was withdrawn and another of the same size was used without difficulty. The procedure was concluded with success. No adverse patient effects were reported. No additional information was provided. Returned device analysis noted that the absolute pro stent was returned partially deployed with five rows of struts exposed from the outer sheath.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis where it was noted that the stent was partially deployed. Several attempts were made to obtain further information on when the stent partially deployed however none was available. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.